Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02303. It was reported during the implant procedure on (B)(6) 2020 the physician was unable to implant the patients leads do to patient anatomy, the procedure was abandoned without implanting product.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.